Manufacturer narrative:
Section h3: other (code unspecified, describe in h10): device identifier was not provided and the product was not returned as it was discarded. Based on the information provided, it cannot be determined that the alleged seroma and infection are related to the prevena¿ incision management system. Kci is reporting this event based on the additional information received on (B)(6) 2020. On (B)(6) 2020, kci quality engineering received the four prevena¿ incision management systems for evaluation. There was no fault found with the four returned devices and end release testing of the product and packaging met specifications. Based on a review of the event logs, it was determined that none of the four devices returned were associated with this patient, therefore kci is unable to determine the device in use for this event. Prevena¿ 125 therapy units manage the environment of closed surgical incisions and remove fluid away from the surgical incision and not intended to reduce the incidence of surgical site infection and seroma in all surgical procedures and patient populations; therefore, the device may not be recommended for routine use to reduce the incidence of surgical site infection and seroma as per manufactures indications for use. It is clear that the patient had the dressing removed on day 5 due to an unresolvable leak, and according to the device manufactures instructions, the clinician removed the dressing and presumably protected the incision site accordingly.

Event description:
On (B)(6) 2020, a device history review for prevena¿ incision management system lot number 7281892 was performed. All end release testing of product and packaging met specifications. On (B)(6) 2020, kci quality engineering received the four prevena¿ incision management systems for evaluation. There was no fault found with the four returned devices and end release testing of the product and packaging met specifications. Based on a review of the event logs, it was determined that none of the four devices returned were associated with this patient. Therefore, a device evaluation could not be performed.

Manufacturer narrative:
Date of event: the facility could not confirm the date of onset for the infection, however the patient exhibited a fever prior to prevena¿ dressing removal. Lot # and unique identifier (UDI) # : the facility provided three prevena¿ incision management system lot numbers 7479892, 7427883, and 7281892. The associated UDI #s are (B)(4) retrospectively. The facility noted that the other three lot numbers in use are unknown. The facility could not confirm which device was associated with the alleged event. Device manufacture date : the manufacturing date of lot number 7427883 is 17-dec-2019 and lot number 7479892 is 11-feb-2020. Based on the information provided, it cannot be determined that the alleged seroma and infection are related to the prevena¿ incision management system. Kci is reporting this event based on the additional information received on 03-sep-2020. Kci is unable to determine the device in use for this event. Prevena¿ 125 therapy units manage the environment of closed surgical incisions and remove fluid away from the surgical incision and not intended to reduce the incidence of surgical site infection and seroma in all surgical procedures and patient populations; therefore, the device may not be recommended for routine use to reduce the incidence of surgical site infection and seroma as per manufactures indications for use. It is clear that the patient had the dressing removed on day 5 due to an unresolvable leak, and according to the device manufactures instructions, the clinician removed the dressing and presumably protected the incision site accordingly. Device labeling, available in print, states: the prevena¿ therapy unit is a single use, disposable therapy device. This unit provides negative pressure at 125 mmhg continuous. The prevena¿ therapy unit has a seven day life span and a rechargeable battery. Infected wounds: as with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If infection develops, prevena¿ therapy should be discontinued until the infection is treated. Warnings infection: the following symptoms may mean that your incision is infected. Call your doctor right away if you: -have swelling at the dressing -feel feverish -have pus at the dressing site -feel an increase in soreness at the dressing -have redness around the dressing -feel itching at the dressing -feel warmth at the dressing -have a bad odor at the dressing.

Event description:
On 17-jul-2020, the following information was provided to kci by the facility: the prevena¿ incision management system allegedly exhibited a leak alarm. The source of the leak was not located and the device was removed from the patient. On 19-aug-2020, the following information was provided to kci by (B)(4) report reference number (B)(4): on (B)(6) 2020, the facility experienced leakage of the prevena¿ incision management system requiring premature removal at day five. The patient was noted to have good scar evolution. The facility withdrew the prevena¿ dressing and applied a simple non-occlusive dressing. The report noted the facility utilized two devices with lot number 7479892, one device with lot number 7427883 and three devices with an unknown lot. On 03-sep-2020, the following information was provided to kci by the facility: on (B)(6) 2020, prevena¿ incision management system was initiated on the patient after a coronary artery bypass surgery. On (B)(6) 2020, the prevena¿ incision management system allegedly detected a leak on day five and the nurse and surgeon were unable to resolve the leak. The prevena¿ dressing was removed and it was noted that the patient allegedly exhibited "serous (seroma) fluid flowing from the scar". At the post-operative follow up it was noted "no more inflammation. End of flowing infection appears. Treated by local medication / no surgery." The nurse stated the patient allegedly exhibited a fever prior to removal of the prevena¿ dressing, exact date of onset is unknown. The patient's hospital stay was prolonged and antibiotic therapy was initiated. The patient's current status was noted as good. It was noted that v.a.c.® therapy may have contributed to the event. On (B)(6) 2020, device history reviews for prevena¿ incision management system lot numbers 7479892 and 7427883 were performed. All end release testing of product and packaging met specifications. A device history review for prevena¿ incision management system lot number 7281892 is currently pending completion. On (B)(6) 2020, kci received four prevena¿ incision management systems for evaluation. The following lot numbers were noted; 7479892, 7427883, and 7281892. Device evaluations for the four returned prevena¿ incision management systems are currently pending completion.